Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Further information was received that the patient was seen in clinic where > 200 ohm shock lead impedances continued to be noted. Previous x-ray results were again reviewed. It was reported that tachy therapy remains on with in-office evaluations every three months. No surgical intervention is planned and there have been no adverse patient effects. The system remains in service.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed out-of-range (oor) shock impedance measurements greater than 200 ohms in all three available vectors. X-ray was performed and it appeared that the high voltage negative pin was not fully beyond the set screw block. Consideration was being given to deactivating tachy therapy, and only using bi-ventricular pacing as the patient has a lung mass. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received that it was anticipated that tachy therapy would be turned off in the near future. It was noted there will be no device replacement or revision at this point, and there have been no adverse patient effects.